Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when the b30 error reoccurred. Additionally, besides the reportable malfunction, the evaluation found corrosion of the following components: switch flexible printed circuit, plug unit, circuit board unit, scope connection cover and case, and the cable/unit; the objective lens adhesive and light guide lens adhesive were worn; and the bending section cover adhesive was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope was causing scope communication error codes b30 and e16, and there was moisture found in the socket. The device was returned and during the device evaluation the following reportable malfunction was found: gelatinous foreign material in the jet tube. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.